Event description:
During testing at the user facility by a manufacturer sales representative, the device irrigation was not working and no alarms were lit. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During testing at the user facility by a manufacturer sales representative, the device irrigation was not working and no alarms were lit. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.